Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer disconnected, did fill tubing to see drops and resumed insulin to resolve the issue.